Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that the pump and pump battery felt hot to touch. The patient denied being burned or suffering an injury because of the alleged issue. The patient also denied that the battery had any signs of corrosion. The animas representative involved in this contact instructed the patient to come off of the pump and to use a backup plan. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery felt hot to touch. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.